Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the patient developed prolonged inflammation. The patient visual acuity decreased and the current visual acuity is not improving. The patient had a tap and two injections by retina. Additional information has been requested.